Event description:
Pt was revised to address a loose asr cup.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
Patient was revised to address a loose asr cup. Additional information: litigation papers allege the patient experienced ongoing pain and exposure to metal ions.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search was not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although, the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following the hhe (health hazard eval). Further analysis will be documented on wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.